Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. H3 other text : not available.

Event description:
The customer reported that: "patient pain with dislodgement of prosthesis" "abgii pth implanted in 2011, causing localized pain. Determination that the of the prothesis, leading to explantation of the dmi." " change of prothesis".